Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an angel wing transfer set. The customer stated that a nurse was using the female bact alert transfer device to transfer blood from a syringe into a blood tube. The nurse luer locked the syringe onto the device, but then could not remove or unscrew the syringe from the transfer device. He tried several times to do so and then ended up accidentally pulling the top part of the transfer device off the base and the back end of the needle remained attached to the syringe. As the needle came detached from the dome part of the device, he stuck himself with the needle in the other hand. The patient that the employee was working with, has hep c.

Manufacturer narrative:
Per the customer, a sample will not be returned for investigation. An investigation is currently underway, upon completion the results will be forwarded.